Event description:
It was reported that the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) with this electrode received one inappropriate shock due to oversensing of noisy signals. Technical services (ts) provided a review of the stored episode, noting the noise appears to be likely myopotential and also discussed r wave is difficult to discern due to size. Ts recommended in clinic testing and possible reprogramming options. Ts noted older noisy events however this was the first treated event. After in clinic testing, the physician decided the patient will be getting a new electrode in the near future. There is no evidence that suggests this procedure has occurred or is scheduled. This electrode remains in service. No adverse patient effects were reported. Additional information was received this subcutaneous implantable cardioverter defibrillator (sicd) was explanted along with the electrode. This sicd system was successfully replaced. No additional adverse patient effects were reported. Further information received; the physician believed there a was potential electrode fracture, during the procedure a potential fracture on the header of the subcutaneous implantable cardioverter defibrillator (s-ICD) was noted. This sicd system was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) with this electrode received one inappropriate shock due to oversensing of noisy signals. Technical services (ts) provided a review of the stored episode, noting the noise appears to be likely myopotential and also discussed r wave is difficult to discern due to size. Ts recommended in clinic testing and possible reprogramming options. Ts noted older noisy events however this was the first treated event. After in clinic testing, the physician decided the patient will be getting a new electrode in the near future. There is no evidence that suggests this procedure has occurred or is scheduled. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. Visual inspection revealed a benign crack in the polycin vorite notch area next to the sense b electrode. The crack did not progress into the electrode insulation. This electrode passed all returned product testing; however, boston scientific has initiated an investigation into the benign crack in the polycin vorite notch area next to the sense b electrode, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) with this electrode received one inappropriate shock due to oversensing of noisy signals. Technical services (ts) provided a review of the stored episode, noting the noise appears to be likely myopotential and also discussed r wave is difficult to discern due to size. Ts recommended in clinic testing and possible reprogramming options. Ts noted older noisy events however this was the first treated event. After in clinic testing, the physician decided the patient will be getting a new electrode in the near future. There is no evidence that suggests this procedure has occurred or is scheduled. This electrode remains in service. No adverse patient effects were reported. Additional information was received this subcutaneous implantable cardioverter defibrillator (sicd) was explanted along with the electrode. This sicd system was successfully replaced. No additional adverse patient effects were reported. Further information received; the physician believed there a was potential electrode fracture, during the procedure a potential fracture on the header of the subcutaneous implantable cardioverter defibrillator (s-ICD) was noted. This sicd system was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) with this electrode received one inappropriate shock due to oversensing of noisy signals. Technical services (ts) provided a review of the stored episode, noting the noise appears to be likely myopotential and also discussed r wave is difficult to discern due to size. Ts recommended in clinic testing and possible reprogramming options. Ts noted older noisy events however this was the first treated event. After in clinic testing, the physician decided the patient will be getting a new electrode in the near future. There is no evidence that suggests this procedure has occurred or is scheduled. This electrode remains in service. No adverse patient effects were reported. Additional information was received the subcutaneous implantable cardioverter defibrillator (sicd) was explanted along with this electrode. This sicd system was successfully replaced. No additional adverse patient effects were reported.